Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a pairing issue occurred. The wearable was inserted into the arm on (B)(6) 2026. According to a report received through the insulet customer service team on 01/27/2026 an issue with cgm data transmission to the patient¿s omnipod insulin pump. The patient successfully paired a new sensor to the dexcom mobile app without difficulty; however, the sensor did not pair with the omnipod pump. As a result, the patient continued receiving cgm values on the dexcom app but was not receiving cgm values on the omnipod device. Because the insulin pump was operating in closed-loop mode, the absence of cgm values on the pump prevented automated insulin delivery adjustments. According to the patient¿s parent, this lack of data ¿caused him to be high because he was not getting infusions of insulin based on his dexcom readings.¿ on 02/05/2026 at approximately 9:00 pm, the patient¿s dexcom mobile app displayed a high glucose reading, and the patient reported abdominal pain. A bg meter test performed at that time also returned a high mg/dl reading. The patient was taken to the emergency room, where the dexcom mobile app continued to display high mg/dl, and a bg meter reading measured greater than 500 mg/dl. The patient was subsequently transferred to a (B)(6) hospital. There, the dexcom mobile app continued to show high mg/dl, and bg meter readings remained above 500 mg/dl. The patient was treated with intravenous fluids and was discharged on (B)(6) 2026, less than 24 hours after admission. At the time of the report, the patient was described as ¿fine.¿ data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2026-098368 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that the report had been submitted in error, and a correction was entered on (B)(6) 2026. Clarification from the patient¿s parent confirmed that the dexcom g7 sensor was inserted on (B)(6) 2026 and successfully connected to the dexcom app on the patient¿s phone. The sensor displayed glucose readings normally from insertion through on (B)(6) 2026, during which time the app intermittently showed high readings. However, throughout the period on (B)(6) 2026, the sensor did not pair with the omnipod 5 insulin pump. As a result, the omnipod 5 consistently displayed ¿missing sensor values,¿ causing the system to remain in manual mode. According to the parent, this lack of integrated cgm data led to elevated glucose levels, as the patient was not receiving automated insulin delivery based on dexcom sensor values. Despite the pairing issue with the omnipod 5, the patient was able to pair the g7 sensor with the dexcom mobile app without difficulty and continued to receive real-time cgm readings through the app. The pairing issue with the omnipod 5 has been reported to insulet. Data investigation confirmed pairing failure. The probable cause was determined to be potential patient misuse. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.